Event description:
Caller reported that touchscreen of pump was cracked and shattered, rendering it illegible and unusable. The issue did not cause blood glucose levels to exceed 500 mg/dl. Customer opted to use multiple daily injections as a backup insulin therapy and technical support arranged for a pump replacement.